Manufacturer narrative:
Adc has identified a software defect for the freestyle libre 2 application and (samsung 2.8.2.9318) phone with the android 13 os where the application may experience intermittent signal loss. As a result, the application user may not receive glucose results and/or glucose alarms and may not be alerted of low or high glucose conditions. Based on the investigation, this complaint is confirmed. This issue was addressed in the field by adc fa1010-2023. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with a (samsung 2.8.2.9318 ) phone android 13 operating system. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, the customer experienced dizziness and symptoms of having to urinate. The customer required treatment of insulin provided by a non-healthcare professional. There was no report of death or permanent injury associated with this event. The impacted product associated with this complaint is on market in the united states as well as the following countries ous: au, at, be, hr, cz, dk, fi, fr, de, gr, il, it, kw, lu, nl, nz, no, pl, pt, qa, sa, es, se, ch, tw, ae, gb, ca. Field action fa1010-2023 was issued to all impacted countries 08feb23.

Event description:
A signal loss issue was reported with the adc device, and customer was therefore unable to receive glucose alarms. As a result, customer experienced dizziness and symptoms of having to urinate. As a result, the customer required treatment of insulin provided by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated, and no physical damage was observed on the sensor patch. The sensor was found to be in state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. The sensor was activated with a known good reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), and signal loss message was observed. Since the sensor and known good reader communicated successfully, and a signal loss message was observed after simulating a signal loss, the returned sensor was found to be functioning properly. Sensor was scanned with reader to re-establish bluetooth connection and then placed 20ft (6.1m) from the sensor. Signal loss message was not displayed. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the adc device, and customer was therefore unable to receive glucose alarms. As a result, customer experienced dizziness and symptoms of having to urinate. As a result, the customer required treatment of insulin provided by a non-healthcare professional. There was no report of death or permanent injury associated with this event.